Event description:
It was reported that the interrogation of the device displayed "not taken" in the impedance measurement area. A measuring problem was suspected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for out of tolerance subthreshold lead impedance on 28-oct-2011. The programmer data for s2d (save to disk) file (B)(4) shows "rv pacing lead impedance not taken" on 28-oct-2011.